Manufacturer narrative:
The reported event indicated lead dislodgement, and a lead placement operation issue. As received, a partial lead was returned in one piece. Visual examination found the tines were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.

Event description:
It was reported that during initial procedure, the right atrial (ra) lead was challenging to be placed in its intended location. Once placed, it would dislocate when the patient coughed. The physician elected to replace the lead and a new lead was implanted. The patient was stable.